Event description:
The customer reported they are having issues with tass. There are two surgeons involved and they are not blaming any alcon products. The only thing that stands out is that these two surgeons use "silicone" I&a tips and a third surgeon uses the "metal" I&a tips, and he has not had any issues with tass. Multiple attempts were made for more info on the event and pt status with the customer declining to complete the questionnaire.

Manufacturer narrative:
The customer has removed all reusable cannulas and replaced with disposable cannulas (neither are alcon products); removed detergents, enzymes and are following the aami protocol to clean their instruments. The customer requested a site visit to assist in identifying the possible source of tass. The customer stated they are flushing the handpieces immediately after use. The customer stated they are having their water tested and the filters changed in the sterilizer and also stated that they have had the central reservoir for the sterilizer replaced recently. The customer stated they clean the instruments and wrap them before going across the street to central sterilization. The customer was provided copies of the directions for use (dfu) for the phacoemulsification, I/a handpieces, and I/a tips. Further info received from the customer stated they have isolated the tass issue to their cleaning techniques. She stated they have made numerous changes to their process. The issue was not related to an alcon product and do not wish to have a site visit or complete the questionnaire. They have resolved the issue. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of dr, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated sept 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the info provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed.